Manufacturer narrative:
Service was dispatched for this event. The field service engineer (fse) found a pinhole leak in the tubing at pinch valve forty six. The fse replaced the tubing at the differential area, cleaned the dried diluent from instrument and performed verification testing to ensure the leak had been resolved. The instrument was returned into operation after completion of repairs. The cause of the event was a pinhole leak in specific instrument tubing. No discrepant results were generated for this event; however, this specific failure mode may cause erroneous patient results to be generated upon recur. (B)(4).

Event description:
The customer reported a clear, ten milliliter fluid leak from a coulter lh 750 hematology analyzer. The leak appeared to be diluent, was not contained within the instrument, and had spilled onto the counter. The healthcare worker interfacing with the machine was wearing personal protective equipment which included a laboratory coat and goggles. There was no exposure to healthcare worker uncovered wounds or mucous membranes and no injury was reported. No personnel sought any medical attention in association with this event. No patient results were affected by this event. No death or injury was associated with this event. There was an exposure plan in place at the facility and the material safety data sheet had been reviewed. Quality control results were within specification at the time of the event.